Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (delivers monophasic pulse) has been confirmed. The monophasic pulse was confirmed in the download data. Upon investigation the monitor failed a pulse test and displayed a service code 102 (charge profile fault). The cause for the failure was isolated to an open r45 resistor on the computer/analog board and shorted d4 and d6 components on the defibrillator pca. The root cause for the open r45 resistor and shorted d4 and d6 components could not be positively identified. The root cause investigation found that there is a remote possibility that tolerance stack-ups for four capacitors on the defibrillator pca and two capacitors on the computer/analog board may intermittently result in a monophasic defibrillation waveform rather than a biphasic waveform. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a monitor delivered a monophasic pulse during functionality testing.